Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a follow-up, the device was showing premature battery depletion. Technical services advised that the device was in fact malfunctioning and that a replacement was required, and recommended returning the device for analysis. Several attempts were made to receive an update, and request product return. No response was received from the field, and bsc never received the device.